Manufacturer narrative:
After changing the reagent probe during the service visit, the instrument was monitored and it was performing within specifications. No further issues were reported after the service visit. The root cause was consistent with a hardware-related issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay and 1 patient sample tested with ldl-cholesterol gen.3 (ldlc3) assay on a cobas 8000 c702 module. Sample 1 (patient 1) was tested for crep2: initial result: 4 umol/l. The customer noticed that the initial result was low and repeated the sample. Repeat result: 454 umol/l. No questionable result was reported outside the laboratory. Sample 2 (patient 2) was tested for ldlc3: initial result: 0.06. Repeat result: 3.75. The unit of measurement was not provided. The repeat results were deemed to be correct.

Manufacturer narrative:
The crep2 and ldlc3 reagents' lot numbers and expiration dates were not provided. Qc was within the assigned ranges on the day of the event. The customer exchanged the reagent probes on (B)(6) 2025. The investigation is ongoing.